Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill bit broke near the bit quick connect end. The event occurred during surgery. There was no reported harm to the patient or delay. A spare drill bit shaft was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the head to have fractured from the shaft. The inner wire shaft is fractured. Cracks are present in the silicone sleeve. The connector has become nicked and scuffed. The device was sent for further analysis. Ductile dimples were identified on several fractured wires, which suggests the overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Complaint confirmed based on evaluation of the returned product. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.